Event description:
Interstim trial started in 2003. Device settings changed that day and 4 days later in pm. Woke early the next day with burning, twitching pain where device was pulsing. Pain lessened when device turned off but never went away. This is still true 1 1/2 years after removal. Neither dr.or medtronic would give me information about where leads were installed. Pain doctors said they did not have specific enough info to treat pain locally. Pain eventually spread. Lead type used in trial was 3889 sns tined lead.